Manufacturer narrative:
The device inspection conducted by the arjo service technician revealed that the button responsible for raising the bed¿s deck, located on the control panel of the left-hand head-end side rail, was intermittently stuck in the activated position. As a result, the bed continued to move even when unplugged, operating on battery power. Based on post market surveillance data the most common root cause of a stuck button is damage from impact e.g. Hitting objects like walls and door frames or from natural wear and tear of the component from frequent use. At the time of the event, the bed was 6.5 years old; however, the left-hand head-end side rail had been replaced on (B)(6) 2024, one year prior to the investigated event. Therefore, although the buttons on the control panel are frequently used, stuck due to age was excluded. Furthermore, since there was no customer allegation indicating that the event caused damage to the bed, and no signs of mechanical damage were observed, the exact root cause of the malfunction cannot be determined. As the faulty panel was discarded, no further analysis could be performed. According to citadel plus instruction for use, 831.374.en, a full test of all electrical bed positioning functions should be conducted weekly. A lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. To sum up, the reported symptom occurred due to the faulty button located on the control panel which is responsible for the bed frame movement. The citadel plus bed frame was not up to the manufacturer¿s specification due to faulty button located on the control panel. The complaint was assessed as reportable due to allegation that the bed moved on its own. The bed was in use by a patient at the time, and no injuries were reported.

Event description:
Arjo became aware of the event involving citadel plus bed frame. According to the nurse, the bed would raise on its own even when unplugged. The bed was in use by a patient at the time, and no injuries were reported.